Event description:
Customer reports to have a broken holster. Customer reports of having waking with high blood glucose of 400 mg/dl. Customer states he had a colonoscopy the previous day and had a sandwich before going to bed. Customer states his blood glucose at the time of call was unknown. Customer states blood glucose had been between 100 mg/dl and 150 mg/dl. Customer was advised that holster would be replaced free of charge. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.